Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and headache. Information was reported that the patient's doesn't think the device is "connecting with their implant". The patient further clarified that the stimulation number is increasing, but she is not feeling stimulation. The patient was able to successfully sync with her ins on the call using her patient programmer (pp). The patient confirmed that she was able to successfully increase her stimulation while on the call. The patient mentioned that the ins battery and pp battery levels were both full. The patient initially stated that she thought she would need a "new cord". The patient later confirmed that she was able to successfully communicate with her ins and successfully make therapy adjustments. The patient confirmed that her external equipment is working as expected. The patient then stated on the call that she was on group c with stimulation set at 2.60. The patient stated that she can increase stimulation up to 5 or 4 on group c and "never feels stimulation". The patient mentioned that she has been on group c for "probably a year and a half". The patient stated that the "last six weeks have been hell and they have had so much pain it's not even funny". The patient further clarified that she has not been able to feel stimulation and she has been in pain for the last 6 weeks. The patient's programmer shows that stimulation is on, but the patient is still not feeling stimulation. The patient then successfully changed to group d from c on the call. The patient initially stated that their stimulation was at 1.95, and the patient increased their stimulation to 3. The patient successfully increased the stimulation, but they still could not feel any stimulation. The patient confirmed no falls or trauma that could be related, and the patient was redirected to their healthcare provider (hcp) to discuss symptoms and to check the leads and implant. No further complications were reported. No additional patient symptoms were reported.